Manufacturer narrative:
Please see attached summary memo.

Event description:
The fixture with attached cover screw was returned. Sla surface treatment was confirmed. The visual examination was acceptable. The doctor reported on form f1060, rev 8 that the returned fixture was fxs3608c lot c29kc232s. The related sales order # (B)(4) confirmed that fxs3610c lot c29kc232s was ordered and shipped. This was confirmed with (B)(6) from (B)(6) office by dentium staff mk. The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 12 days after implant placement. The oral hygiene around implant was good, and bone quality was type I. No significant finding was found during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient will need another surgical intervention.